Event description:
As reported by the user facility: customer reported over infusion; pump was programmed to complete infusion in 30 minutes, but completed infusion in 20 minutes. No injury, reports occurred more than once on this pump, but customer unable to give more details, but is sure they are using tubing from bbraun compatible with the vista pump, but could not give the ref. Of set.